Event description:
It was reported from the customer that during the shoulder bankart procedure, the probe tip came off. It happened soon after starting the procedure. The tip could be taken away from the pt. The back up device was used and the procedure was completed without any other problem. The surgeon said that it was not used aggressively, not pried.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.